Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation it was found that device was not able to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated by stryker. The reported failure of the device failing to deliver energy was verified. The root cause of the reported failure is determined to be a failed component: integrated circuit, u1.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation it was found that device was not able to provide defibrillation therapy. There was no patient use associated with the reported event.